Manufacturer narrative:
Alleged failure: distal tip of iconix inserter broke off when surgeon attempted to remove it from bone. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: use of excessive force, movement of guide out of orientation to pilot hole, or use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the inserter broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the inserter broke during the procedure. All pieces were retrieved.